Event description:
It was reported the emergency lamp of the light source was blinking. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. An additional potential adverse event was noted where the emergency lamp was disconnected and did not light up. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, since the emergency lamp was disconnected, it is likely that this resulted in the display of the emergency lamp of the front panel blinking. Olympus will continue to monitor field performance for this device.